Event description:
Customer reported low blood glucose symptoms with result of 47 mg/dl obtained on the aviva system. Customer self treated with peanut butter/jelly sandwich. One hour later he reportedly received the following results on the aviva system: 85 mg/dl (03:00), 291 mg/dl (03.05), 424 mg/dl (03:18), 185 mg/dl (03:23), 439 mg/dl (03:28), and 171 mg/dl (03:35). No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.